Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap. Lar, the device could not be fired at the 2nd firing. Operating time not extended. The procedure was completed with another device. No patient harm.